Event description:
This 32 year old female underwent a bilateral breast augmentation on 2/14/94 with implantation of saline-filled mammary prosthesis. Recently, the pt noted asymetry and chose to have the implants replaced, gross exam: the right breast implant is partially deflated and weighs 38 gms. The left implant weighs 335 gms with no discrete ruptures identified.